Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported distorted/blurry image issue could not be determined, however, it is probable that water ingress into the scope connector during user handling resulted in an electronic component failure. Additionally, the foreign material observed on the bending section cover could not be identified and the root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and no addition event or facility reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The exact event date is unknown, since the issue happened two or three years ago and was reported by the distributor, due to repair enquiry. As per the customer, the cleaning, disinfection and sterilization (cds) process followed onsite was manual cleaning (by hand). The device was returned and evaluated. And the following findings were confirmed: the bending cover, the plastic distal end cover, and endoscope connector was dirty, the insertion tube was wrinkled, the engage function of the angulation knob was loose, the angulation had free play and did not reach specified standards. The image was distorted, the distal end cover and the bending section cover adhesive was scratched, the insertion tube coating was peeling, the universal cord was wrinkled, and the endoscope connector was fluid invaded. Additional findings include the following: the up/down knob and the bending angle of the right/left/ and up/down direction was out of standard value; due to wear of the angle wire. The connecting tube had a wrinkle and the coating was peeling, the circuit board unit in the suction connector was dirty; due to a water leakage. There was a crack/damage/deformation of the scope connector including the boot protector, a noise image occurred; due to damage on the charge coupled device unit. The up/down knob cannot be locked securely; due to wear of the forceps elevator lever. The entire image was blurry, and there was wear of the bending rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using the evis lucera elite gastrointestinal videoscope, a distorted image was displayed. Additionally, the insertion was wrinkled, the bending section cover was not in good condition, there was a stain on the connector, and the up/down and left/right angulation was loose. There were no reports of patient harm associated with the event.